Event description:
It was reported that the pt experienced a loss of therapeutic effect. The health care provider checked the battery and determined the pt programmer worked. Pt felt some stimulation. The company representative (rep) later reported contacts 0 and 1 were greater than 10,000 and all other contacts were good. The rep planned to reprogram without using 0 and 1. Pt's status was unavailable at the time of report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).